Event description:
A baxter sales representative reported an incident when a terminally ill patient received an overdose of morphine. The facility reported the pump was set to infuse a maintenance fluid at an unreported rate with a 50cc bag of morphine piggybacked at a rate of 3cc/hr. The concentration of the morphine was 1mg/ml. Information regarding the volume of morphine that the patient received is not known. The facility reported that the patient showed no adverse symptoms and required no medical intervention. Several days after the incident, the patient expired. The facility reports that the death was likely due to the patient's illness and not as a result of the overdose. No additional details are available.